Event description:
After having surgery to amputate his leg, the consumer was being pushed in the wheelchair when it became wobbly and the left wheel allegedly fell off, causing him to fall onto the ground and sustain a bruise and not be fitted for his prosthetic.

Manufacturer narrative:
Consumer reports they were being pushed in a chair when the front wheel became wobbly and fell off. User allegedly bruised their amputated leg and could no longer be fitted for a prosthetic. Device maintenance history is unknown. Product has not been returned for evaluation at this time so it is unknown if a malfunction occured or if other factors such as misuse or abuse, or lack of maintenance may have caused or contributed to this incident. MDR filed based on injury.